Event description:
Complaint submitted through clinical data collection. Limited information provided and it is unlikely further information surrounding the patient or the event will be provided. Patient was part of clinical study as they were prevoiusly diagnosed with spondylolisthese in the lumbar region. Patient was also has a history of right knee arthritis. Bia-gen bioactive mineral collagen composite bioactive moldable strip product was used on patient for an unspecified surgery on (B)(6) 2023. The surgery was likley related to the spondylolisthese diagnosis. It was reported on (B)(6) 2024 the patient exhibited right hip pain in the groin, likely coming from the hip socket. Customer stated this was not an unexpected adverse event and did not consider this pain to be a severe adverse event. The intervention recommended was hip injection under fluoroscopic guidance and a referrel to total joint surgery; it was not specified when this intervention was started or completed. After consultation and MRI with the total joint surgery specialist (date not specified), the patient was found to have "moderate hip joint arthrosis with superior labral tear and 8mm cyst over the lateral acetabulum." Patient was prescribed over the counter pain meds (type of medication not specified), rest, and cortisone injection. No further details surrounding the steps taken to treat the event were provided. There was no further information provided on patient status or patient outcome and no additional information will be provided.